Event description:
It was reported that the ilet device¿s screen was cracked and no longer usable, and the user was not injured. Symptoms included no clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included processing of a replacement device and coordination with the healthcare provider for a backup therapy plan. Investigation of this case revealed physical damage to the display component consistent with a cracked or delaminated screen, with no associated alarms or alerts. It was concluded, based on previously established findings for similar reports, that the cause was product damage due to external factors.